Event description:
It was reported "line cracked." Add info received 06/08/2022 a detailed description of the event: line noted to be cracked at y site on huber needle tubing. No incident report was filed, reported only through management team. Line was not over due. Had not been use for high velocity infusion. Rn went to flush the line at port closest to the patient and noted leaking and crack at y site. (No patient details were provided). What type of catheter securement was utilized? Universal central line dressing kit. Placement date: unknown within last 7 days. Explant date: unknown. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No known injuries.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.